Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a system error, out of service, revert to manual CPR message was confirmed during functional testing and archive data review. The platform was connected to the autopulse vision software and the error message was able to be cleared. Upon visual inspection of the platform, front enclosure was cracked. This physical damage found during visual inspection is a characteristic of mishandling of the device. This observation is not related to the reported event. Evaluation of the platform during initial power up, revealed a system error, out of service, revert to manual CPR message, confirming the reported event. Review of archive data revealed occurrence of user advisory 132 (internal watchdog timeout) system error. After service and repair, the platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The platform passed all functional tests and is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse platform with serial (B)(4). Ccr (B)(4) reported on 29 nov 2018; the platform was connected to the autopulse vision software to clear the error.

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR" message upon power up. No patient involvement.